Manufacturer narrative:
Sr-01052239the g5 system is associated with product code pqf. Product code pqf is not currently available in field d.2b.

Event description:
Information received from a manufacture representative reported the patient had indicated he felt vibrations in his body and head during an MRI. The patient had 1x cranial lead implanted and was having an MRI for the lead placement of the second cranial lead (to be implanted at a later date). No troubleshooting was performed and no actions/interventions were taken. It was indicated the issue was resolved at the time of report. During the scan, the patient had an emergency buzzer but had not pressed it. The vibration was reported to be uncomfortable but not painful. The MRI technician had reported there was no heating of the system/patient. No surgical intervention had occurred and none was planned. The patient status was alive with no injury.

Manufacturer narrative:
It is noted the date of event is approximate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.